Manufacturer narrative:
File identification: (B)(4). D4: device was manufactured in 2006 and was not subject to UDI requirements. H3: root cause findings: the reported problem was confirmed through the event trace and duplicated during functional check. The unit was being used while on dc power and was used until batteries were depleted resulting in the ventilator powering off (reset). Also found, internal battery failed battery duration/battery charge test, total run time 31 minutes 49 seconds (unit must operate continuously for a minimum of 40 minutes). Internal battery root cause cannot be determined at this time. Root cause to be determined by the supplier if a trend is identified. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the unit shut off then a few seconds later came back on. There was no patient harm was reported.